Event description:
It was reported that the device tipped and the patient fell off the device head first striking his head on the floor after the user had difficultly loading the unit. No obvious deformity or injury, but complained of pain and midline neck tenderness. Upon completion of the device evaluation by a field service representative, it was found that the device had no defect, and the alleged complaint could not be recreated or duplicated.

Manufacturer narrative:
No defect was found by the tech. Section h codes have been updated.

Event description:
It was reported that the patient fell off the device head first striking his head on the floor. No obvious deformity or injury, but complained of pain and midline neck tenderness. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
Adjusted device code.

Event description:
It was reported that the patient fell off the device head first striking his head on the floor. No obvious deformity or injury, but complained of pain and midline neck tenderness. Attempts are being made to gather additional injury and treatment details from the user facility.